Event description:
Information received from swift prime clinical study, subject (B)(4). On (B)(6) 2014, the patient underwent thrombectomy with solitaire fr and IV tpa (tissue plasminogen activator) and had vasospasm. The vasospasm was treated with verapamil and it resolved the same day. The event was procedure related. One day post procedure, the patient had leukocytosis and it resolved on (B)(6) 2014 (medication unknown). Relationship to device was unknown. On (B)(6) 2014, the patient had back pain and it resolved on (B)(6) 2014. Relationship to the device was unknown.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device was not returned for analysis as it was discarded; therefore, the event cause could not be determined.(B)(4)

Manufacturer narrative:
(B)(4)